Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) was displayed as "high"; although a specific value was not provided; cause was not known. The customer addressed elevated bg with a manual injection. Reportedly, the customer reverted to an alternate method of insulin therapy.